Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: during investigation, the pump was powered on to an illegible display with multiple colored lines throughout. There was evidence of moisture found behind the display lens. Unrelated to the original complaint, a crack was found between the case seal and the keypad cover. This caused the device to fail the leak test. The keypad cover was intact with the up arrow, down arrow, and ok buttons unresponsive during the investigation. The keypad cover was removed and no defects were found to the button contacts. The audio bolus button was unable to be tested due to the inability to advance past the verify screen. Evidence of moisture was found throughout the pump internally, on the main printed circuit board, and the keypad connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.